Manufacturer narrative:
Sc-2218-50 sn: (B)(6). The returned lead was analyzed and high impedances were noticed on 5 of 8 contacts. Visual and x-ray inspections of the lead found fractured cables at the click site, about 19.5 centimeters from the distal end. No cables were exposed. With all the available information, boston scientific concludes that the patient was experiencing loss of stimulation due to fractured electrodes on the leads. The complaint was confirmed. High impedances were noticed on 5 of 8 contacts. The cable fractures occurred at the click tsite, about 19.5 centimeters from the distal end. No cables were exposed. When excessive mechanical/tensile force was exerted onto the lead, the lead got kinked after it exits the clik anchor resulting in the cable fractures. Hence, the probable cause selected for this complaint is cause traced to component failure. Sc-2218-50 sn: (B)(6). The returned lead was analyzed and high impedances were noticed on 5 of 8 contacts. Visual and x-ray inspections of the lead found fractured cables at the click site, about 19.5 centimeters from the distal end. No cables were exposed. With all the available information, boston scientific concludes that the patient was experiencing loss of stimulation due to fractured electrodes on the leads. The complaint was confirmed. High impedances were noticed on 5 of 8 contacts. The cable fractures occurred at the click tsite, about 19.5 centimeters from the distal end. No cables were exposed. When excessive mechanical/tensile force was exerted onto the lead, the lead got kinked after it exits the clik anchor resulting in the cable fractures. Hence, the probable cause selected for this complaint is cause traced to component failure.

Event description:
It was reported that the patient was experiencing loss of stimulation due to fractured electrodes on the leads. The patients leads were replaced and the patient had excellent coverage postoperatively. The explanted device components will be returned for analysis.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 16835682.

Event description:
It was reported that the patient was experiencing loss of stimulation due to fractured electrodes on the leads. The patients leads were replaced and the patient had excellent coverage postoperatively. The explanted device components will be returned for analysis.